Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including diabetes.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including diabetes.

Event description:
It was reported that a patient with a 25mm 8300ab intuity valve underwent valve-in-valve intervention after an implant duration of five (5) years, eight (8) months due to aortic insufficiency with pvl. The patient presented with dyspnea and lower extremity edema. The tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient was stable and discharged to recovery post procedure.

Event description:
It was reported that a patient with a 25mm 8300ab intuity valve was placed under consideration for valve-in-valve intervention after an implant duration of five (5) years, six (6) months due to aortic insufficiency. The patient presented with dyspnea and lower extremity edema. The tavr work-up was paused due to pulmonary nodules observed on CT.

Event description:
It was reported that a patient with a 25mm 8300ab intuity valve was placed under consideration for valve-in-valve intervention after an implant duration of five (5) years, six (6) months due to aortic insufficiency.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.